Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch mph104-m8703 and no non-conformances.

Event description:
It was reported that the patient underwent CABG procedure on (B)(6) 2019 and suture was used. The needle pulled off from the suture during the distal anastomosis. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.